Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and multiple pump error alarm. Customer blood glucose level was unknown at the time of the incident. Customer was declined to troubleshoot for frozen display and insulin flow block alarms. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic and motor assembly. Unable to verify critical pump error alarm, frozen screen and a broken force sensor was detected during seating or regular delivery error alarm due to blank display noted. Insulin pump received with cracked case corner of the belt clip rails near the battery compartment.